Manufacturer narrative:
The customer replaced 2 sample probes prior to the field service engineer's arrival. The field service engineer (fse) checked the new sample probes' positioning, rinse levels, and gear pressure. The fse confirmed normal mechanical check operation and photometer checks and found no abnormal cell blanks. The investigation determined the event was consistent with a pre-analytical handling issue.

Event description:
The initial reporter stated they received discrepant results on multiple assays for two patient samples tested on a cobas 8000 c 702 module. Patient 1, tested with the crp4 (tina-quant c-reactive protein IV) assay: the sample initially resulted in a crp4 value of < 1, accompanied by a data flag. The sample was repeated, resulting in a value of 138. Patient 2, tested with the crp4 (tina-quant c-reactive protein IV), ureal (urea/bun), and hdlc4 (hdl-cholesterol gen.4) assays: the sample initially resulted in a crp4 value of 77 and repeated as 94. The sample initially resulted in a ureal value of 0.2 and repeated as 54.1. The sample initially resulted in an hdlc4 value of 0 and repeated as 1.61. The units of measure were requested but not provided. It is unknown which result is deemed correct. No questionable result was reported outside of the laboratory. The crp4 reagent lot number was 638945, with an expiration date of 31-may-2023. The ureal reagent lot number was 627563, with an expiration date of 31-jan-2023. The hdlc4 reagent lot number was 626112, with an expiration date of 29-feb-2024.